Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address a cyst in the soft tissues. Update rec'd 3/10/2016: litigation received. Litigation alleges pain, corrosion, metal debris, and discomfort. The stem is being added to the complaint. This complaint was updated on: 3/17/2016.

Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 5/13/2016 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, squeaking, pain progressed to interfere with normal activities of daily living and sleep, highly elevated metal ion levels and metallosis. Revision surgical report noted elevated metal ions and a cyst. Lab results for metal ions greater than (B)(4). MRI results reported fluid collection at posterior left femoral neck (cyst). There was no report of corrosion or metal debris. Part/lot updated. The complaint was updated on: jun 8, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added : h6. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Additional reports were identified against the femoral stem, lot av9b41 therefore manufacturing records (DHR) was retrieved for review. No related deviations or anomalies were identified. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
There are no new allegations reported. After review of medical record, patient was revised to address failed left total hip replacement . Revision notes reported that a large cyst was encountered. The hip was dislocated. Updated patient identifier. Corrected patient's date of birth.